Event description:
--

Event description:
--

Event description:
Boston scientific received information that this device could not be interrogated and a magnet rate could not be obtained. Troubleshooting was performed and the patient was removed from the room and device communication was still unsuccessful. Premature battery depletion is suspected. The patient had an intrinsic rate and no adverse patient effects were reported. The device was explanted and replaced.

Manufacturer narrative:
--

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the product was performed. The device had no telemetry upon return. Engineering calculations confirmed the longevity of this device was not as expected. The device case was opened. An external power supply was connected to the device and the electrical current was monitored. During the monitoring process a high current condition was observed. Electrical testing and analysis were then conducted, which isolated the high current to an anomaly in an oxide layer within an integrated circuit. This anomaly causes a high current drain, which over time resulted in the issues that were observed clinically. This product issue will be updated if additional information is received.

Manufacturer narrative:
The device is being evaluated in our post market quality assurance laboratory. This product issue will be updated when evaluation is complete.